Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips are not available for return.

Event description:
Customer received results of 587 mg/dl, 439 mg/dl, and 238 mg/dl within 10 minutes. No adverse event reported. Strips are not available for return, replacement sent.